Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter tubing disconnected from the hub during use and remained in the patient. An ultrasound was performed and the broken piece was located, but not removed. The following information was provided by the initial reporter: "the cannula was inserted in the cubital fossa, believed to be inserted by (B)(6). Upon removal it was found the cannula tubing was disconnected from the hub and the tubing remained insitu in the patient. The product was not retained. On ultrasound the tube was measured at 40mm. Customer will attempt to retain cannula once removed from patient".

Manufacturer narrative:
Correction: after further review, it was confirmed that this report did not involve a bd product. Therefore, this MDR will be cancelled.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter tubing disconnected from the hub during use and remained in the patient. An ultrasound was performed and the broken piece was located, but not removed. The following information was provided by the initial reporter: "the cannula was inserted in the cubital fossa, believed to be inserted by ed. Upon removal it was found the cannula tubing was disconnected from the hub and the tubing remained insitu in the patient. The product was not retained. On ultrasound the tube was measured at 40mm.... Customer will attempt to retain cannula once removed from patient".